Event description:
The rep reported that the patient's (pt) lead had migrated right after implant, before pt had their implant follow-up appointment. Rep thinks this was reported by another manufacturer's rep at the time. No reports of this found in cmf.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016 product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-sep-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 24-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had issues with their stimulation. Patient's implant worked for over 5 years. The problem was on their right side and the implant worked fine then the problem changed to their left side and the implant stopped working. Patient's body would not respond to the stimulation. Patient also mentioned when the implant was put in the implant did move a little bit so they didn't have quite the range that they had but because they felt stimulation on the left side they thought the implant was working but it never did. Patient had the implant removed but not the leads. Patient's doctor requested an MRI. Agent reviewed with patient that they may not be able to get an MRI due to the leads that were still left on their back. Patient was redirected to their healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.